Manufacturer narrative:
Philips investigated this complaint. According to the additional information acquired, the coronary procedure was completed as planned by restarting the system many times. A philips field service engineer (fse) inspected the system on-site and confirmed the reported event. During troubleshooting, fse found that the image processing pc(ippc) could not startup intermittently, and ippc had a memory problem. Fse replaced the ippc which resolved the reported issue and was returned for analysis. Part analysis indicated that the cause of the ippc failing was sata cable for hard disk drive being faulty. After replacing the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the image processing pc (ip-pc) had a disk space problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.